Event description:
The affiliate reported that the suture had split three times during a blood vessel procedure. It was noted that there was no adverse consequence to the pt. However, no add'l info was available.